Event description:
It was reported that the minicap transfer set had disconnected from the continuous ambulatory peritoneal dialysis y-set while draining. This occurred during patient use. The transfer set was replaced. There was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.

Manufacturer narrative:
(B)(4).the device has been received by baxter, but the evaluation has not yet been completed. A follow-up report will be submitted upon completion of the evaluation or if any additional relevant information is received.

Manufacturer narrative:
(B)(4). The device has been received and the evaluation was completed. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Microscopic inspection did not identify any abnormalities that could have contributed to the reported condition. Leak testing, clear passage testing, clamp function testing, and simulated use functional testing was performed with no issues noted. The reported condition was not verified. The device was found to meet specification. Should additional relevant information become available, a supplemental report will be submitted.